Manufacturer narrative:
No excessive no delivery alarm during testing. Unit was received with normal operating currents and passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms. Blood glucose level at the time of the incident was 600 mg/dl, which was treated with the insulin pump and manual injection. Blood glucose level at the time of the call was 500 mg/dl. The customer stated that she had previously created the troubleshooting process. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.